Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device met all material specifications as received. The evaluation revealed a torsional break on the tip of the driver. This type of event is typically caused when excessive force is being applied on the device during use and/or over-torquing when the screw is already seated. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a reverse right shoulder procedure when the surgeon was putting in the central screw an ar-9165g central screw depth gauge was used to check the depth. It was thought that the depth gauge was not set correctly so the surgeon decided to tighten the central screw further with the ar-9545-t15-03 driver shaft. With the second tightening of the central screw the base plate remained well fixed in the appropriate position to complete the procedure. At this point the tip of the driver broke off in the screw head. When a post op x-ray was taken it was discovered that the tip of the driver that had broken off was loose in the patient (not in the screw head). Surgeon spoke with the patient family and it was decided to not go back to the operating room to attempt retrieval of the driver tip. Patient was a female.